Event description:
Bayer case number: (B)(4). Medical device removal. Headaches. Dizziness. Memory problems [memory disturbance] hair loss. Diabetes. Herniated discs. High blood pressure [blood pressure high]. Blackouts [blackout]. Vision problems [visual disturbances]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal in a 41-year-old female patient who had essure inserted (lot no. 628313) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced memory impairment ("memory problems"). On (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced headache ("headaches"), dizziness, alopecia ("hair loss"), diabetes mellitus ("diabetes"), intervertebral disc protrusion ("herniated discs"), hypertension ("high blood pressure"), loss of consciousness ("blackouts") and visual impairment ("vision problems"). The patient was treated with surgery (to remove essure). At the time of the report, the memory impairment, diabetes mellitus and hypertension had not resolved. The outcomes for medical device removal, headache, dizziness, alopecia, intervertebral disc protrusion, loss of consciousness and visual impairment were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to memory impairment, alopecia, hypertension, headache, diabetes mellitus, intervertebral disc protrusion, dizziness, loss of consciousness or visual impairment. The reporter commented: patient's current status: implants have now been removed. I feel better, but I still have memory problems, high blood pressure, and diabetes. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.